Manufacturer narrative:
Service will be performed by hospital employee or contractor. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of suction. There was no patient involvement.